Event description:
The initial complaint was reviewed and found not reportable. The device not reported as bent, the device was just described as worn. This complaint condition did not contribute to an adverse event and is not likely to contribute to an adverse event should it recur.

Event description:
It was reported that on (B)(6) 2022, it was noted by the sterilization department two reamer shafts were worn and are not able to be used. There was no surgical delay. This report is for a flexible reamer shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: initial reporter is a synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.